Event description:
During total hip replacement, a piece of metal broke off the mallet being used. The metal was retrieved. There was no harm to the patient. The physician has not experienced this type of problem with this mallet in the past.